Event description:
It was reported that the procedure was to treat a concentric lesion in the mid left anterior descending artery with moderate tortuosity, heavy calcification, and 99% stenosed. A 2.5x28 mm rx xience alpine stent delivery system (sds) was advanced to the target lesion; however, the sds did not cross due to the heavily calcified lesion. The sds was re-advanced with a non-abbott guide catheter extension; however, resistance was met between the non-abbott guide catheter extension and sds. The distal stent struts were then noted to be flared. The sds was removed; however, resistance was met. The non-abbott guide catheter extension and sds were removed from the patient anatomy as a single unit. A same size non-abbott sds was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, wiggle; guide catheter: brite tip bl3.5. (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to position using a guiding catheter extension and difficulty to remove using a guiding catheter extension was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.